Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the blank display. The customers blood glucose level was unknown. The customer stated that the contact on the battery cap was neither damaged nor corroded. The troubleshooting was performed and the display did not returned. The customer reports they received the low battery alert prior to the replace battery alert. The device will be returned for the analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify unexpected battery power loss due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.